Event description:
It was reported that the device failed the 3am self test and logged an event code in the memory. Additionally, one of the standard hard paddle assembly sense pins was broken off and remained in the corresponding device therapy connector. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio control provided the customer technical assistance. Follow up with the reporter found that the biomed had the broken pin removed from the therapy connector and replaced the damaged standard hard paddles. Proper device operation was confirmed and the device returned to service. The removed paddles were disposed. Therefore, the assembly was returned to physio-control for eval. The cause for the reported failure could not be determined.